Manufacturer narrative:
Batch review performed on 09-mar-2026: ball heads: mectacer 01.29.203 mectacer head biolox delta dia.28 12/14-l (k112115) lot 2100261: (B)(4) items manufactured and released on 19-may-2021. Expiration date: 2026-apr-19. No anomalies found related to the problem. To date, 115 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact dm 01.26.2854mhc double mobility hc liner d 28/dmg (k092265) lot 2103100: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-may-09. No anomalies found related to the problem. To date, 104 items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 3 years 9 months from the primary, the patient came in describing a leg length discrepancy on the left side and the cause is unknown. There was no trauma or implant subsidence reported. The surgeon revised the d 28 double mobility liner to a liner of the same size and revised the 28 mm biolox head l with a 28 mm biolox option head with and xl sleeve. The surgery was completed successfully.